Manufacturer narrative:
The reported issue was confirmed. The root cause is being investigated per CAPA 14345646. Performed a visual inspection and decontaminated the device. No problems found. We opened up this device to check for burned components and we could reproduce the customers complaint. We smell also a strange air around the heater element and also with the card cage. We opened up the card cage and no problems found. We see on the heater top some kit to close the top of the heater element and this also smells a bit. Also the fluid delivery line smell a bit like new rubber. Functional test passed without problems. Calibration and electrical safety test passed. This device meets all criteria. Risk review, labeling review, and DHR review are not required as the event is being investigated per CAPA 14345646. Investigations under the associated corrective and preventive actions are ongoing. Corrective actions to address the identified root causes will be implemented through the respective corrective and preventive action. Corrections: f, g, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a burning smell coming from an arctic sun device. Per follow up information received via mail on 17nov2025, device was sent to task management for repair. Device has not been serviced yet. Patient involvement could not confirm and was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a burning smell coming from an arctic sun device. Per follow up information received via mail on 17nov2025, device was sent to task management for repair. Device has not been serviced yet. Patient involvement could not confirm and was unknown.